Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A nurse for the customer called in to report a hospitalization due to high blood glucose levels and could not control the blood sugars. The customer's blood glucose level was 590 mg/dl. The customer's blood glucose level at the time of call was 319 mg/dl. The customer's symptoms included not feeling well. The customer was not wearing the insulin pump at time of admission and had not been wearing it for 1 day prior to the event. The cause per the healthcare provider was hypoglycemia. The customer was treated with insulin. The customer was still in the hospital at the time of call and was being monitored. The caller was unable to complete troubleshooting for the high pressure test due to not having tubing clamps. The customer was sent tubing clamps. The product was not returned for analysis.